Event description:
The facility reported a device that failed inspection due to the volume and flow too high being too high. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital rep. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details becomes available.